Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. Prior to calling, the customer performed function checks on the equipment and all testing passed. The customer is using the nellcor oximax technology in the mms's. The clinical users primarily use spo2 only, however, when using both ECG/spo2 "it seems to work". A philips technical consultant (tc) was dispatched. The tc evaluated the device and found the device to perform to specification. The reported problem was not confirmed. The tc informed customer to make note of time and bed label if the issue recurs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue patient monitor mx450 indicating that the pulse ox is double counting the heart rate. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.